Manufacturer narrative:
Serial #, lot #, expiration date: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR: the device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Manufacture date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that a patient underwent a laparoscopic bilateral salpingectomy, hysteroscopy, and novasure endometrial ablation in (B)(6) 2019. The procedures went well and the patient was discharged home that day. The patient returned the next day with sepsis. A laparotomy was performed and no bowel injury was noted. Blood culture results showed lactobacillus and the patient was admitted for antibiotic treatment. The patient is currently doing well.